Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: blower temperature high" error message. The customer was provided with the part numbers for replacement blower assembly, and motor control board. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the blower assembly was replaced. The customer reported that the issue has not reoccurred after the device was repaired. The device was returned to service.